Event description:
It was reported that the patient was hospitalized for 2 days after vns was placed due to pain. The patient states that the device is still tender if she hits it and states that she has been having headaches since vns was placed. Patient has been taking tylenol 3 times daily. The headache is noted to be a new onset and stated to likely be a medication overuse headache. The physician gave additional medication as needed on temporary basis for the headache. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.